Manufacturer narrative:
The complaint of air in line on the 140019291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 11286729 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that there was excessive air in the line distal to the cassette in plum infusion pump set. The pump alarmed eventually in most occasions. The nurse saw air distal to pump, proximal to patient. There was patient involvement and no patient harm in the reported event. This is the second of two reported events.